Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a total knee arthroplasty was performed in 2010, the patient experienced wear on the poly and cell attachment to the femoral component. It was determined that there was a femoral component external rotation and a subsequent fracture of the poly. The tibial component was confirmed to present superior surface and interfacial wear. This adverse event was treated with a revision surgery on (B)(6)2021. Upon removal tissue staining, implant debris, bone resorption, and well fixed cement were observed. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, the citra report did confirm the rotation and consequent malperformance. The pictures were reviewed, and they could not support the external rotation of the device. The clinical/medical investigation concluded that, per the citra implant retrieval report, the revision was due to symptomatic ¿wear and joint instability in a tka with external rotation of the femoral component, gross pe wear including of the ps post, ps fracture and substantial backside wear¿ also noting ¿hyperextension, tissue staining, implant debris, bone resorption and cement/tibial component interfacial wear¿. Although likely multi-factorial, based on the limited information provided, further root cause analysis cannot be performed. The patient impact beyond that which was reported, including the revision, cannot be determined. No further medical can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could be corroborated since a revision surgery was required to exchange the damaged implant. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.